Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review found no evidence that prior servicing contributed to the reported issue. The device was found out of specification in relation to the customer reported 'falsely detects a loaded set' which was reproduced through troubleshooting of the device. The reported condition was verified. The cause was determined to be attributable to out of specification latch switches. The upper and lower latch switches were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was falsely detecting a loaded set. The event occurred during programming and set up of the pump in the telemetry unit. There was no patient involvement. No additional information is available.